Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the pigtail connection during the cartridge loading sequence. Customer changed the cartridge to resolve the issue. Customer's blood glucose was within range (value not provided).